Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he swam while wearing his insulin pump. The patient's blood glucose at the time of incident is unknown. After the swim, the insulin pump alarmed motor error. The patient's insulin pump has not been working for the past couple of days. The insulin pump was not returned for analysis at this time.